Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that piston could not be rewound and could not proceed. It was found that insulin pump did proceed and customer may have over-delivered insulin. While on the call, customers' blood glucose was dropping and paramedics were called. Customer's blood glucose was 15 mg/dl and assistance was given by paramedics and paramedics ended the call.